Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and motor error. The blood glucose value level was not provided at the time of the incident. Customer stated they did not receive a low battery alert prior to off no power alarm. The customer mentioned the device has been is going through batteries every 12 hours and then a no power error alarm occurred followed by a motor error alarm. Troubleshooting was completed and was able to rewind the insulin pump. Displacement test was not performed due to not having new batteries. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no unexpected battery power loss anomaly noted during test. Motor passed motor test.